Event description:
It was reported that the customer had air bubbles in the reservoir. His blood glucose was 106 mg/dl at the time of this report. It was found the customer had been filling the reservoir with cold insulin. Customer was educated this could cause the insulin to gas out as it warms. He was advised to fill reservoir with room temperature insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.